Event description:
The tissue sealer (enseal curved jaw 5 mm 25 cm) was opened and being used at the beginning of the procedure. While the device was activating, the enseal generator gave a warning sign and stopped providing the power through the handpiece. The surgeon asked to turn off the generator and turn it back on again to restart the machine which made the device work properly again. A couple times that the device stopped working and the generator gave a warning sign. The circulating nurse switched the new machine generator and connected with the previous enseal handpiece, but the device was not working again a couple times. The surgeon asked to open the new handpiece device and connect to the new generator.